Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present on device.

Event description:
It was reported to boston scientific corporation that a captivator snare was used to remove polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure and inside the patient, while pushing the handle, rust was found in the metal position inside the handle and electrode position. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present on device. Block h10: investigation results: a captivator snare was received for analysis. Visual inspection of the returned device revealed no damages were found, however, there were residues inside the catheter and handle. In addition, per microscopic inspection, the 2 in 1 connector was rusty. No other problems were noted. The reported complaint of device foreign material present in device was confirmed since there was evidence of rust residues on the returned device. It is important to mention that boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. In conclusion, the manufacturing process has revisions at different stations from the components reported are assembled to the last step of manufacturing process, therefore, it is possible to confirm that bsc has enough controls to reduce the chances of selling devices with rust. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a captivator snare was used to remove polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure and inside the patient, while pushing the handle, rust was found in the metal position inside the handle and electrode position. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.